Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow keypad button was intermittently unresponsive, sticking in the down position and required multiple button presses to elicit a response. The patient indicated that the rubber keypad was torn at the ok button. Reportedly, the intermittent unresponsiveness occurred prior to the keypad damage. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to have a hole in it over the ok button, exposing the button contact. On testing, all the keypad buttons were sticking and were hypersensitive, causing scrolling of the display. All the keypad buttons required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the contact os the up arrow, down arrow and ok button were inveterated. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.